Event description:
It was reported that during the patient device follow up, the lead pacing impedance was double the chronic value and there was also a high threshold. It was also reported that there was persistent high impedance. It noted that the patient mentioned that they had mistakenly fallen down. The lead will be monitored and remains in use. It was later reported that during a routine device change out, that the physician decided to cap and replace the rv lead due to the threshold and the increased and high impedance trend. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review revealed high resistance/impedance with a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly pace lead impedance trend data shows an abrupt increase for min and max rv pace equal to 720 to 1792 ohms peak between (B)(6) 2012.

Event description:
It was reported that during the patient device follow up, the lead pacing impedance was double the chronic value and there was also a high threshold. It was also reported that there was persistent high impedance. It noted that the patient mentioned that they had mistakenly fallen down. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.